Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that it was reported that the patient stated that their ins was "broken" and no longer worked. The hcp indicated that the patient was  disgusted with the implant. Patient stated ins no longer worked for the past 2 years. Managing hcp was unknown per the hcp.  It was recommended patient call patient services to see if patient programmer can communicate with implant for off verification for head MRI. No patient symptoms reported. No further complications reported.